Event description:
Patient implanted (B)(6) 2012 with no complications and was fit with processor without issues for approx, six weeks. At that time the patient developed drainage around implant site along with tenderness and swelling ((B)(6)). Pt seen by physician with evidence of a hypertrophic scar. Pt treated with antibiotics with resolution of pain and drainage. Patient returned to physician on (B)(6) 2013 where it was noted that the implant/abutment was loose. It was confirmed that implant extruded on (B)(6) 2013. At this time, no decision for reimplantation has been made.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the patient information. There are no indications that this occurred is a result of manufacturing or component failure.